Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The rv lead was explanted and replaced due to noise. After the procedure the electrical measures were all good. The patient is in stable condition.